Event description:
It was reported that the insulin pump alarmed during the prime process. Insulin was squirting out of the insulin pump during a set change. Blood glucose reading was 5.5 mmol/l. The insulin pump had been dropped on the floor prior to the anomaly. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Manufacturer narrative:
The device was alarmed compromised force sensor system during basic occlusion test and unable to prime during prime test due to protruded and or loose drive support disk. The device had cracked case at display window corner, cracked battery tube threads, cracked reservoir tube lip and minor scratched display window.